Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). While introducing a 3.00x32mm liberte stent delivery system (sds), the distal edge of the stent got caught on the lip of the guide catheter and became deformed. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "fine". Additional info has been requested and is not available.

Manufacturer narrative:
Pt in their 70's. (B)(4).